Manufacturer narrative:
Lifescan (lfs) was requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation since the mss was unable to speak with the pt by phone. The cca noted that the pt uses an insulin pump to take novolog insulin according to her [blood glucose] level. The pt claimed the alleged product issue first started ten days prior. The pt said she obtained readings of 111 and 373 mg/dl on the reported product compared to readings of 169 and 109 on another meter. The dates and times of the blood glucose readings were not provided. If the comparisons were made within 30 minutes of each other, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The pt claimed she took insulin per her usual protocol and experienced dizziness and sweatiness after the product issue. The cca noted that the pt followed correct testing technique. The pt's products were replaced. This complaint is reported because the pt alleges she obtained inaccurate high reading(s) on the lfs product, took novolog insulin per her insulin pump protocol, and experienced sweatiness, which can be associated with hypoglycemia.